Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported difficulties could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the increased mitral regurgitation (mr) it was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 3 degenerative mr. One clip was implanted, reducing mr to 1+. On (B)(6) 2019, echocardiogram was performed, confirming mr increased to 2-3+. The clip remains attached to both leaflets; however, clip movement was suspected, and the clip may have worsened a pre-existing cleft. The patient does not wish to have any further intervention. No additional information was provided.